Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 49 mg/dl while wearing the pod between 4 and 24 hours. The patient was given juice and rice crispy treats. The blood glucose level rose to 390 mg/dl. No other treatment was provided and the pod was discarded.